Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving high readings from his adc freestyle libre sensor. It was further reported that on (B)(6) 2018 customer received the following readings from his sensor: 9.7mmol/l (175 mg/dl), 10.6mmol/l (191 mg/dl) and 9.1mmol/l (164 mg/dl). Customer noted he subsequently lost consciousness and paramedics were called. Upon arrival, the paramedics received a reading of 2.3 mmol/l (41 mg/dl) via capillary test and treated the customer with a ¿20% glucose injection¿. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported sensor has been returned and investigated. Visual inspection has been performed on the returned sensor patch and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (normal termination). Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified.

Event description:
Customer reported receiving high readings from his adc freestyle libre sensor. It was further reported that on (B)(6) 2018 customer received the following readings from his sensor: 9.7mmol/l (175 mg/dl), 10.6mmol/l (191 mg/dl) and 9.1mmol/l (164 mg/dl). Customer noted he subsequently lost consciousness and paramedics were called. Upon arrival, the paramedics received a reading of 2.3 mmol/l (41 mg/dl) via capillary test and treated the customer with a ¿20% glucose injection¿. No additional treatment was reported. There was no report of death or permanent injury associated with this event.